Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are f/u with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview hemopro 2 would not stay inflated. The hosp did not report any pt effects.